Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. Product performance data was collected and no anomalies were found.

Event description:
It was reported that prior to implant and upon interrogation of the cardioverter resynchronization therapy defibrillator (crt-d), the longevity estimator on the programmer indicated a gray bar upon first interrogation. Additionally, the device triggered the elective replacement indicator (eri) and premature battery depletion was suspected. The device was never implanted and a patient was not involved with this event.

Event description:
It was reported that prior to implant and upon interrogation of the cardioverter resynchronization therapy defibrillator (crt-d), the longevity estimator on the programmer indicated a gray bar upon first interrogation. Additionally, the device triggered the elective replacement indicator (eri) and premature battery depletion was suspected. The device was never implanted and a patient was not involved with this event.